Manufacturer narrative:
The device has not been returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the proximal segment of the non-calcified and non-tortuous circumflex (cx) artery. The 2.0 x 12 mm apex monorail catheter was advanced to the lesion. After the second inflation, at 8 atm for 10 seconds, the apex catheter was removed from the pt. The apex balloon was suspected to have ruptured during one of the inflations when contrast was noted to be leaking from the balloon. No pt complications were reported. The pt's condition was reported as "stable, asymptomatic."